Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy due to the right atrial lead oversensing. Reprogramming was completed and the lead remains in use. No further patient complications were reported as a result of this event.